Manufacturer narrative:
(B)(4). Device history record review was conducted on (B)(4) 2012 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. This complaint is being reported due to an injury possibly attributed to use error. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
The patient contacted animas on (B)(6) 2012 and said she did not know how much insulin she absorbed and took additional bolus doses not knowing how much insulin she needed. The patient said she found bent cannulas with her infusion sets and she did not know how much insulin she received and therefore continued to delivery bolus doses. Her blood glucose was reportedly elevated overnight when she was changing her infusion sites discovered bent cannulas then she woke up at about 9 am with a reading of 65 mg/dl and felt shaky and sweaty. She treated by drinking a little orange juice and her blood glucose levels came back up. Her blood glucose levels were better throughout the day. She said she is unsure whether she delivered the correct amount of bolus insulin overnight as she was unsure how much insulin she was getting due to the bent cannulas. The animas representative instructed the patient to check with a doctor about how to avoid low blood glucose symptoms. The animas representative also advised the patient that if bolus doses were cancelled to check the bolus history menu to make sure what doses were delivered. The representative also told the patient to be careful in continuing to bolus after changing her infusion site if she does not know how much insulin she is absorbing. This complaint is being reported because the patient reportedly dosed insulin not knowing her insulin needs at the time and suffered symptoms indicative of hypoglycemia.